Event description:
It was reported that this left ventricular (lv) lead was explanted two days post implant procedure due to loss of capture. The lv lead was successfully explanted and epicardial leads will be implanted in the future. No additional adverse patient effects were reported.